Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, there is no display upon programmer boot up.

Event description:
Reportedly, there is no display upon programmer boot up.